Manufacturer narrative:
The customer¿s report of component breakage was confirmed, although not at the male luer as reported. Visual inspection showed that the female luer component had a crack along its length measuring 0.301 inches long. Functional testing was not performed due to the obvious damage on the luer component. The probable cause of the breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer initially reported a cracked male luer of an IV set and subsequently reported leaking at the smartsite and the tubing during a fentanyl infusion. The leak was noted to be above the disc, presume to mean the pressure sensing disc. There is no report of patient harm.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. Correction: functional testing was performed; fluid leaked from the previously reported crack on the set's female luer. The reported leak at the tubing engagement to the pressure sensing disc was not confirmed. Functional testing revealed no leak or any issues at any of the engagements on the set. It is likely that during use the fluid leaked down from the cracked proximal female luer towards the pressure sensing disc which gave the impression that a leak formed from the tubing engagement to the pressure sensing disc.